Event description:
The device was returned to the manufacturer from an unknown source with no return paperwork and no information. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump found high resistance within the pump battery.